Event description:
It was reported the patient's entire scs system was explanted on (B)(6) 2015 as the patient was no longer receiving effective stimulation. The patient had two model 3186 leads from the same lot implanted as part of her scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).